Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested and the following was obtained: the number of less-m group was (B)(4) and harmonic scalpel was used in all cases. There were no significant complications.

Manufacturer narrative:
(B)(4). Publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/ batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of patients in the less-m group who utilized ultrasonic cutting device (harmonic scalpel) and experienced significant blood loss, postoperative pain at 1 hour, postoperative pain at 6 hour, and postoperative pain at 24 hour? Does the author/ surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: laparoendoscopic single-site myomectomy versus conventional laparoscopic myomectomy: a comparison of surgical outcomes. Authors: seul ki kim, md, ji hyun lee, md, jung ryeol lee, md, phd, chang suk suh, md, phd, and seok hyun kim, md, phd. Citation: journal of minimally invasive gynecology (2014) 21, 775¿781. Doi: http://dx.doi.org/10.1016/j.jmig.2014.03.002. The objective of this study was to evaluate laparoendoscopic single-site myomectomy (less-m) for the surgical treatment of fibroids and to compare surgical outcomes and postoperative pain with conventional laparoscopic myomectomy (clm). This retrospective study involves 59 female patients (mean age:41.5±5.5 years; age range: 30¿52 years; mean bmi: 22.8±2.6 kg/m2; bmi range: 17.8¿27.7 kg/m2) who underwent less-m (less-m group) between august 2011 and june 2012 and were compared with a historic cohort of patients who underwent clm (clm group) performed by the same surgeon between july 2008 and may 2009. During the less-m procedure, the incision was made vertically to the myometrium using an ultrasonic cutting device (harmonic scalpel; ethicon) and deepened until the myoma surface appeared. After repair of the myometrium was completed, nucleated myomas were extracted through the umbilical incision using a 15-mm electromechanical morcellator (x-tract; ethicon), which was inserted through 1 free finger of the surgical glove. The peritoneum and fascia of the umbilicus were closed with a 2-0 vicryl suture (ethicon). During the clm procedure, the peritoneum and fascia of the left lateral abdominal wall were closed with 2-0 vicryl (ethicon). Reported complications in the less-m group included significant blood loss (n-?), wound infection (n-2), postoperative pain at 1 hour (n-?), postoperative pain at 6 hour (n-?), and postoperative pain at 24 hour (n-?). Reported complications in the clm group included significant blood loss (n-?), wound infection (n-1), postoperative pain at 1 hour (n-?), postoperative pain at 6 hour (n-?), and postoperative pain at 24 hour (n-?). In conclusion, even though this study was limited to cases with less than 5 myomas, less-m is safe and feasible for various sizes and types of myomas after the surgeon¿s initial learning curve.